Event description:
Complainant alleged that the medics were attending a pt (age unknown) who was in cardiac arrest. The medics delivered the first shock at 200 joules, and a second shock at 300 joules. When the medics delivered the third shock at 360 joules, they observed an arc, and the device displayed a "shorted discharge" message on the display screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.